Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/52015-device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. Unrelated to the complaint, the display screen was dim, fading and discolored. Also unrelated to the complaint, investigation revealed a crack the battery compartment and the audio bolus button cover was torn; the audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.